Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon, the pt's flange fixture with abutment fell out. The surgeon reported that the pt's bone was to thin, resulting in the loss of the fixture. In 2007, a new abutment was attached to the second or "sleeper" fixture (note: in this case a second or "sleeper" fixture was placed during the original baha surgery). The pt's mother picked up the pt's speech processor two days alter. No other problems have been reported.

Manufacturer narrative:
This is a final report.